Manufacturer narrative:
D9, h2, h3: the return of bi71000529 provided the lot number 12018 0014 rev. 1. The hardware was returned and analysis was performed. The analyst installed the pendant in a test imaging system. The pendant movetiltleft, movetiltright, movegantrydown, movegantrydown, movelsowagleft, movelsowagright, movewagleft, movewagleft, moveforward, moveleft, movebackward were worn but functional. Codes fdm b01, fdr c07, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a cervical spine procedure. It was reported that when pressing on y movement (head to feet or feet to head) on the pendant, the m2 d window appeared and the gantry was doing a tilt movement. Only after the 2d button was pressed, a grey image appeared on the mobile view station (mvs.) Even after a reboot the issue was reproducible. During troubleshooting when connecting and using the second pendant, the system was working properly. It was suspected that the probable cause was that the image acquisition system (ias) pendant was defective. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: -, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A051206 was coded for the gantry doing a tilt movement when pressing y movement on the pendant. A110201 was coded for the ias pendant being defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that even after a reboot the issue was r eproductible. The pendant was replaced and the system then passed testing. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section a2-4 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.